Event description:
The customer reported that the ventilator triggered a 300 and 316 alarm. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.